Event description:
Boston scientific received information that the patient advocate stated the patient has experienced syncope three to four times, has had an elevated heart rate and been lightheaded. Boston scientific technical services (ts) advised the patient advocate to have the patient evaluated at the clinic. The field representative is attempting to obtain additional information from the clinic. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.